Event description:
It was reported that following a routine generator change, the alert for superior vena cava (svc) impedance was triggered for the right ventricular (rv) lead. An rv coil connection issue was suspected, so the pocket was opened and the connection re-established. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Performance data analysis revealed a loose connector. Per the healthcare provider, it was reconnected to the device port.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419478 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.